Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the clinical events committee (cec) adjudicated the event as non-serious and possibly related to the study procedure.

Event description:
Medtronic received a report that a imaging at the end of a procedure involving a solitaire stent retriever and react catheter showed a subarachnoid hemorrhage (sah) on the right hemisphere. It was said to be not a significant hemorrhagic complication. No additional treatment / hospitalization was given, and the sah recovered / resolved the next day. Two days after the procedure an x-ray showed "crackles" with slight pulmonary overload, which was said to be clinically significant. The patient had aspiration pneumonia proximal crowding. They underwent oxygenotherapy from on (B)(6) 2023 and antibiotherapy from on (B)(6) 2023, at which time the event recovered / resolved. The adverse events were not the result of a device deficiency, and were not a new or recurrent stroke. The site assessed the sah as caused by the procedure and not related to the devices, the disease under study, or an underlying condition. The sponsor assessed the sah as caused by the procedure and possibly related to the devices. The site assessed the pulmonary overload as caused by the procedure and an underlying condition, and not related to the disease under study or the devices. The patient was undergoing treatment for a mechanical thrombectomy. The patient's pre-procedure mtici score was 0, and post-procedure it was 2b. The patient's mrs score was 0, and their nihss score was 16. Ancillary devices include an ace 68 aspiration catheter, merci 9f balloon guide catheter, and trevo nxt stent retriever.

Manufacturer narrative:
Continuation of d10: product ID: sfr4-6-40-10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.